Manufacturer narrative:
The date of the event was not available, the date noted is the date of the presentation. The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Atherectomy was performed in the left anterior descending artery using a diamondback 360 coronary orbital atherectomy device. After pulling back on the device, a dissection was observed.